Manufacturer narrative:
This correction supplemental report is being filed to update the impact coding for the event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited potential oversensing on the right ventricular (rv) and left ventricular (lv) channels causing pacing inhibition. Looking at the lv and shock impedance measurements, there is a downward trend, but no values were reported to be out of range. The physician decided to reprogram the crt-d by increasing the outputs on the lv and rv channels. The crt-d remains in service and there were no adverse patient effects reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited potential oversensing on the right ventricular (rv) and left ventricular (lv) channels causing pacing inhibition. Looking at the lv and shock impedance measurements, there is a downward trend, but no values were reported to be out of range. The physician decided to reprogram the crt-d by increasing the outputs on the lv and rv channels. The crt-d remains in service and there were no adverse patient effects reported.